Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was unable to crush the large stone. They tried to disengage the tip of the basket but the tip failed to detach. The basket with an entrapped stone was then stuck to the bile duct. An alliance handle was then used in conjunction with the trapezoid¿ rx basket to disengage the tip of the basket. A device from a different manufacturer was used to crush the stone. A stent was placed and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no patient injury".

Manufacturer narrative:
Visual analysis of the returned device found the pull wire bent/kinked in several locations. The working length of the unit including pull wire, coil assembly and sheath was cut from the heat shrink causing the separation between the working length and the handle. The coil assembly and sheath were not returned for analysis. The basket tip was found detached from the basket and was not returned for analysis. The evaluation concluded that the most probable root cause is not confirmed returned since the basket tip was found detached from the basket and was not returned for analysis. Additionally, the issue reported was noted during the procedure and inside the patient, it is highly possible that the damage found (pull wire kinked) could have been caused due to excessive manipulation of the unit. Therefore, taking into consideration the excess force applied to the product and procedural/anatomical factors, the most probable cause for the issue (pull wire kinked) is "operational context". Moreover, it was also concluded that the device was probably cut by the user with an unknown instrument which caused the separation between the working length and the handle. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device was unable to crush the large stone. They tried to disengage the tip of the basket but the tip failed to detach. The basket with an entrapped stone was then stuck to the bile duct. An alliance handle was then used in conjunction with the trapezoid¿ rx basket to disengage the tip of the basket. A device from a different manufacturer was used to crush the stone. A stent was placed and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no patient injury".